Event description:
The customer contact reported an operator error in programming the device; however, the customer contact could not specify the result of the operator error in programming. No specific patient information, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain additional information, including patient outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.